Event description:
It was reported that during a prostate procedure, two surgical fibers broke and the case was completed using a third fiber. No additional information was available. Outcome: "no damages to the patient." This report is for the second surgical fiber used.

Manufacturer narrative:
Reference MFR. Number: 2937094-2013-01004. Fiber analysis: the glass cap is fractured and partially broken; fractured distal to glue zone. The fiber is melted and black. There was no indication or report of any part of the device remaining inside the patient. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was suspected to be related to heat accumulation/user handling due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.